Event description:
The customer reported that during reprocessing, his evis exera iii colonovideoscope was experiencing an air/water flow issue. This event had no patient involvement. During the device evaluation, it was discovered that foreign material was clogged inside the subject device. This report is being submitted to capture the foreign material noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, foreign material was found in the subject deivce. Additionally, the light guide tube was found wrinkled. The key to the top degree was worn. One of the pixels was defective. The charged coupled device unit as well as the distal end had aging effects present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: lint entered a/w channel and was caught in a/w nozzle due to use of gauze from which lint comes off for reprocessing. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function ·reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. ·manually cleaning the endoscope and accessories - clean the external surface * immerse the endoscope in the detergent solution *thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end olympus will continue to monitor the field performance of this device.